Event description:
Needle was placed in the left internal jugular and the micropuncture wire was placed through the needle. The needle was removed over the wire. When the stiffened catheter was placed over wire. Resistance was felt. The physician stopped and removed everything as a unit and it was when they were starting to reaccess the vein that the physician noticed the tip of the wire was sheared off from the previous kit. When physician removed everything, the physician did not realize the tip of the wire was missing. Pt had to go to surgery and had a cut down to remove the wire and stayed overnight in the hospital due to this event. No information was provided regarding outcome of the pt.

Manufacturer narrative:
Removal of foreign body is not labeled. Separates is not labeled. Event is still under investigation.